Event description:
The pt had a previous placed cook zenith graft where the right contralateral iliac limb had a type iii endoleak/separation from the cook zenith bifurcated stent graft. The vessel morphology was reported as ecstatic and aneurismal. The physician elected to treat the pt with another manufacturer's iliac limb and then distal to that another manufacturer's iliac limb then the iliac limbs were modeled with another manufacturer's balloon. An angiogram was performed and there was a type iii endoleak, fabric in the distal iliac limb. The cause of the type iii endoleak, fabric may have been due to aggressive ballooning; however, the physician does not know the exact cause at this time. The physician implanted another manufacturer's stent graft and the type iii endoleak was resolved. Pt outcome was requested but not provided.

Manufacturer narrative:
Expiration - unk as lot is unk. (B)(4) pt outcome was not provided by the reporter. Endoleaks are labeled in the IFU. No product or images were provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated affects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. The date of the initial implant is unk. The device part number and lot number were not provided. By report, there was limb separation at the contralateral gate. Another manufacturer's iliac legs were deployed and a type illa was revealed at the distal iliac limb. The manufacturer of the endograft involved in the type illa is unk. The cause of the type illb and illa is unk. Without additional information or imaging it is difficult to determine a root cause at this time. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.